Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted the reported defect. Underwater pressure leak testing was performed and found a leak in the main tubing. The reported condition was verified and the cause was determined to be operative failure in assembly. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that all-in-one container leaked through the main tubing and the tubing was loose. There was no patient involvement. No additional information is available.